Manufacturer narrative:
The explanted device was returned assembled with the driveline cut approximately 14 inches from the pump housing. The distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and the outflow graft bend relief were also not returned. Prior to disassembly of the pump, examination of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of depositions or thrombus formations. Visual inspection of the returned portions of the driveline revealed breakdown of the metal braided shield approximately 3 inches from and adjacent to the pump housing, as well as 0.5, 2.5, and 9 inches from the metal connector. Electrical continuity testing did not reveal and discontinuities or shorts. Visual examination of the pump-end segment of the driveline revealed breaches to the insulation of the yellow, orange, red, black and brown wires 3 inches from the pump housing, exposing the inner conductors. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Both the pump-end segment and the distal segment of the driveline were submerged in a saline solution for high potential testing any no additional areas of compromised wire insulation were identified. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded power module patient cable, the resulting electrical short to ground would have caused the reported pump stoppages. If the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield, the resulting electrical short would have caused the pump stoppages while the system was operating on battery power as recorded in the submitted system controller log file. The heartmate ii lvas instructions for use (IFU) and patient handbook outline indications of percutaneous lead wire damage as well as how to respond to such events. The patient handbook also contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. These documents also outline all system controller alarms as well as how to respond. A review of the device history records for the pump showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was in clinic today with pump stoppage events and low flow alarms. The patient had gained approximately (B)(6) since implant. The patient was asymptomatic. A log file reviewed by the manufacturer¿s technical service representative confirmed pump stoppage events and or speed drops greater than 200 rpms below the low speed limit. X-ray revealed that the bend relief of the driveline appeared to have pulled away from the pump body, but the shielding looked to be ok. The external driveline x-ray also showed an area of concern. The patient received a pump exchange on (B)(6) 2017.